Event description:
It was reported that it was difficult to disengage the connector. After disengagement, the connection was not secured.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp0580 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that it was difficult to disengage the connector was confirmed. A single video of an assembled groshong two-piece connector was returned for evaluation. The catheter was not assembled onto the connector assembly. The user was grasping the proximal and distal pieces and applying a tensile (pulling) force to the connection. The connection was secure and was not easily disassembled. The connector is not designed to be able to be assembled and disassembled. If the connector is assembled prior to inserting the catheter, this can cause further difficulty in the repair process. If the connector is pre-assembled, the compression sleeve will be prematurely advanced and prevent subsequent threading of the catheter through the connector. In addition, attempting to assemble and disassemble the connection can cause damage to the locking arms on the proximal connector or catch slots on the distal connector. This damage could cause the connection to be loose when it is reassembled. The product IFU contains detailed instructions for assembly of the repair connector onto the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that it was difficult to disengage the connector. After disengagement, the connection was not secured.